Event description:
Pt had a left heart catheterization. Radiology tech instructed to use angioseal. Tech palpated the pt and the pt winced. Tech inserted angioseal and the pt bent her leg. Tech and physician were unable to remove the delivery system. Pt taken to operating room for removal. The pt had a coronary bypass surgery later that week. Event was investigated.